Manufacturer narrative:
The t: slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer did not see drops of insulin coming out the end of the tubing during the fill tubing step of the load process. During troubleshooting, the customer indicated the luer lock was not connected properly. The customer reconnected the tubing to the luer lock and was able to see drops during fill tubing. The load process was able to be completed and insulin delivery was resumed. There was no impact to the customer's blood glucose level.